Manufacturer narrative:
Carefusion file identifier:(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it is displaying xdcr fault during pre-use set up. As the customer reported it was discovered during pre-use, there is no patient involvement.

Manufacturer narrative:
Result of investigation: vela main pcba coldfire was installed on known good unit and powered in operating mode for testing. Upon startup errors xdcr fault occurred. Transducer calibration was performed as described in the vela ventilator, the reported issue was traced to a faulty exhaled differential transducer no further investigation is needed.